Manufacturer narrative:
One device was returned for evaluation. Visual inspection revealed no exterior damage. The event history log confirmed a backup audible alarm post occurred. Functional testing was able to replicate the reported issue. The root cause was determined to be the main board did not work as intended. The main board was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that there was a system failure error. There was no patient involvement.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.